Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. There was no adverse consequences to the patient before, during and after the procedure.

Manufacturer narrative:
The reported field event of a battery performance alert (bpa) was confirmed via review of device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.